Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio cleared the event code from the device's memory. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the service indicator is present and there is an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.